Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2016 with the following findings: a review of the black box data showed no evidence of a motor rewind issue. During testing, the pump successfully passed a rewind, load, and prime sequence. The pump cover was opened and no defect was found to the motor flex connector. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.